Manufacturer narrative:
The delivery catheter was sent to gore for analysis. The device evaluation showed that it appears the leading end of the catheter has separated from the catheter body at the trailing olive. Polyimide residue inside the trailing olive suggests that the two were bonded. Presence of unraveled braiding suggests that the polyimide appears to have broken off; this observation is consistent with use of force during placement and rotation of the catheter at any given step of the procedure which is an off-label use of the device. The findings from the evaluation are consistent with the physician¿s observations. The warnings and precautions section of the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guide-wire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not rotate the contralateral leg component delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and re-intervention. The root cause for separation of the polyimide from the rest of the catheter could not be determined with the currently available information. However, suspected off-label use of the gore® excluder® aaa endoprosthesis likely contributed to the fracture of the polyimide. This type of occurrence will continue to be monitored and additional actions will be taken as they are deemed necessary.

Manufacturer narrative:
(B)(4). Pxc141400/14048414: (B)(4). The device was sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6), 2015, the patient underwent the endovascular procedure using gore excluder aaa endoprostheses. It was reported that the physician had some difficulties during the cannulation of the trunk ipsilateral leg component. During advancing of the contralateral leg component (pxc141400/14048414), the physician felt some resistance and the device was forced a lot inside the main body. Reportedly, the patient had a large aneurysm and the left common iliac artery was tortuous. After the device was rotated, the catheter damage was noticed. It was reported that the proximal olive and guidewire were snared and removed from the patient. The procedure was concluded with no further reported issues and the patient tolerated the procedure. According to the information provided, the iliac artery tortuosity and the device rotations may have caused the event. Reportedly, the devices were used within the instructions for use.